Event description:
The distributor reported on behalf of their customer that the device, sh127-105-25, hall primecut cassette 1.27 x 105 x 25 mm, was being used during a tka procedure on (B)(6) 2024 when it was reported, ¿while the surgeon was cutting with a primecut blade, heat was generated near the center of the blade, and the surgeon accidentally touched the blade and suffered a burn on his right thumb.¿. Further assessment questioning found that the burn was a 1st degree burn with no medical intervention required. There was also no report of hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received

Event description:
The distributor reported on behalf of their customer that the device, sh127-105-25, hall primecut cassette 1.27 x 105 x 25 mm, was being used during a tka procedure on (B)(6) 2024 when it was reported, ¿while the surgeon was cutting with a primecut blade, heat was generated near the center of the blade, and the surgeon accidentally touched the blade and suffered a burn on his right thumb.¿. Further assessment questioning found that the burn was a 1st degree burn with no medical intervention required. There was also no report of hospitalization for the user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: d1: updated from short description to brand name. Manufacturer narrative: evaluation of the returned used device found the blade sheath damaged, bent and damaged teeth. A likely cause of this issue is due to the use of excessive force and/ or collision with another instrument. A device history record review found no abnormalities that would contribute to this reported event. A 2 year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised to always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use it if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.